Event description:
It was reported that an ilet insulin pump generated consecutive alert 38 motor stall alarms associated with failure to infuse, during which the user experienced hyperglycemia with a blood glucose of approximately 400 mg/dl before insulin delivery was resumed and glucose returned to normal; device and supply details were documented and a replacement pump was arranged, with the implicated component identified as the motor. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed a communications problem was identified and the device problem was characterized as failure to infuse, with the motor identified as the related component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.